Manufacturer narrative:
Medivators hf400 renaflow hemofilter was reported to have a blood leak while the patient was in a critical care environment. The details reported by the facility postmarket surveillance director, "about one hour after starting the patient ((B)(6) infant) the cycler blood leak alarm went off and the rn noticed blood in the dialysate sitting outside the filter membrane. There was no medical intervention required related to the incident. It did not prolong hospitalization length of stay. The patient is fine. The patient was placed back onto the nxstage with a new cartridge and hf 400 filter." This complaint will continue to be monitored within medivators complaint system.

Event description:
Medivators hf400 renaflow hemofilter was reported to have a blood leak while the patient was in a critical care environment.